Manufacturer narrative:
H.6 investigation summary catalog 442020. Batch no. 3145901. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Product inserts states that care must be taken to prevent contamination of the sample during collection and inoculation into the bd bactec¿ vial. Prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depressed septum, or leakage. Do not use any vial showing evidence of contamination. A contaminated vial could contain positive pressure. If a contaminated vial is used for direct draw, gas or contaminated culture media could be refluxed into the patient¿s vein. Vial contamination may not be readily apparent. Prior to use, the user should examine the vials for evidence of damage or deterioration. Vials that are cracked or leaking, or display turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), the bottle was contaminated with zygomecete mold. One bottle was affected. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter phone #: secondary phone number reported: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), the bottle was contaminated with zygomecete mold. One bottle was affected. No patient impact reported.